Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms. The past week the patient had been getting very tired especially while talking on the phone and while driving. The patient believed the pump is getting dry week before it should. The patient noticed this on (B)(6) 2017. The patient wondered if the pump was leaking because she had been so tired. The reporter was directed to follow up with the healthcare provider to have this checked. No further complications were reported.